Event description:
The customer reported that the easylink informatics system printer displayed burn marks on a print-out. There are no reports of harm or injury due to this event. There was no impact to patient data or results and no known reports of adverse health consequences or patient intervention due to the easylink printer failure.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the easylink printer and verified an approximate 2 inch burn mark on a printout. The cause for the burn mark was due to the printer and the easylink printer was replaced. The instrument is performing within specifications. Further evaluation of the device is not required.